Manufacturer narrative:
As the lot number for the device was provided, a manufacturing review will be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable.

Event description:
It was reported that a hole was allegedly discovered in the chronic catheter that caused a leak. It was further reported that the catheter was replaced the next day. There was no reported patient injury.

Event description:
It was reported that a hole was allegedly discovered in the chronic catheter that caused a leak. It was further reported that the catheter was replaced the next day. There was no reported patient injury.

Manufacturer narrative:
Manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only complaint reported to date for this lot number and failure mode. Investigation summary: one powerline 6.0 fr triple lumen polyurethane catheter was returned for evaluation. During infusion and aspiration testing, a leak was noted from a diagonal split in the powerline catheter approximately 1.2cm distal to the distal end of the junction hub. When viewed under magnification, it was noted that the split had a smooth surface. During testing, resistance was noted when attempting to infuse through the extension leg with the red hub. Based on the findings, the investigation is confirmed for the reported catheter leak. The definitive root cause could not be determined based upon available information. It is unknown whether patient and/or procedural issues contributed to the reported event. Potential contributing factors include over-pressurization, infusion against resistance and sharp instrument damage. Labeling review: the review of the IFU (instructions for use), indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.